Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that right ventricular lead and right atrial lead exhibited noise over-sensing which resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.